Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted. The right ventricular (rv) lead exhibited high out of range shock impedance values. The right atrial (ra) lead exhibited high capture thresholds. A new ICD system was successfully placed. No additional adverse patient effects were reported.